Event description:
The manufacturer was notified was notified on 26 april 2016 that a mitroflow valve that was implanted in a patient in 2013 will be explanted on (B)(6) 2016. It was confirmed on a later date that the device was explanted and patient is doing well. No further information was provided.